Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report of a leak at the corner of the filter. The set was discarded because there was blood backed up in it and it was contaminated with chemo.

Event description:
The customer reported the set leaked at one corner of the filter. The leak was noted during an infusion right after the nurse connected the chemo. There was no pt harm or staff exposure reported. Customer states that no further pt/ event info is available.